Event description:
It was reported that during implant attempt the 6947 lead exhibited undersensing. The physician made several positioning adjustments and continually poor sensing was observed on the lead. It was decided to use a new lead which was successfully implanted with good results. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found. On the visual inspection, defib conductor distortion was noted.